Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a procedure the forceps did not close properly. The forceps was exchanged and the surgery was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The received sample was found very bent in the outer blister including cover foil. Surgery residuals were visible. The device history record for the affected lot was reviewed. The product was released according to manufacturer's acceptance criteria. The manufacture site performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The sample was bent by external force. Before and after cleaning the sample could be activated but due to the condition (very bent) of the instrument, it is not possible to determine a root cause or investigate the reported issue (did not close properly). The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).